Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens of diopter -14.0/+2.0/135 into the patient's right eye (od) on (B)(6) 2022. Excessive vault and significant reduction of irido-corneal angles were noted. The lens was exchanged on (B)(6) 2023 for a shorter length lens and the problem resolved. Cause was reported as "other- excessive vault (sizing error)".

Manufacturer narrative:
(B)(4).